Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom buttons were not responding and the sticker started to peel off. The customer¿s blood glucose level was 203 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. The customer reported that the down arrow was harder to press as compared to others. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device received with peeling keypad overlay.